Event description:
During an in-clinic follow-up, there was a failure to interrogate the device using radiofrequency (rf) telemetry. Technical support was contacted and the device was restored and reprogrammed to resolve the event. The patient is stable with no consequences.